Event description:
THIS REPORT SUMMARIZES 1322 REPORTED INCIDENTS FOR SERIOUS INJURY INCLUDING INFECTION, SPINAL CORD INJURY, PARAPLEGIA, FALLS, CERBRAL SPINAL FLUID LEAK, HEMATOMA, PARESTHESIA, SUICIDAL IDEATION AND DEVICE EXPLANT. NOTE THAT MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT BUT ARE CAPTURED SEPARATELY UNDER REPORTING GUIDELINES. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. TYPE OF PROCEDURE: SPINAL CORD STIMULATION (SCS) IMPLANT PROCEDURE BOSTON SCIENTIFIC RECEIVED NOTIFICATION OF EVENTS FOR THE SPECTRA WAVEWRITER DEVICE REPORTED IN THE TRUVETA REAL WORLD EHR DATABASE TO DESCRIPTIVELY EVALUATE REAL WORLD SAFETY OUTCOMES ASSOCIATED WITH COMMERCIALLY AVAILABLE SCS SYSTEMS USING EHR DERIVED DATA, INCLUDING PERI OPERATIVE, SHORT TERM, MID TERM, AND LONG TERM COMPLICATION RATES FOLLOWING DEVICE IMPLANTATION. ALL ADVERSE EVENTS WERE IDENTIFIED BETWEEN THE SPAN OF 2012 TO APRIL 2026. EVENTS CAPTURED FROM INDEX PROCEDURE THROUGH FOLLOW UP WINDOWS PERI OPERATIVE (POST OPERATIVE DAY 0 TO 30 DAYS), SHORT TERM (31 DAYS TO 1 YEAR), MID TERM (1 YEAR PLUS 1 DAY TO 3 YEARS), AND LONG TERM (3 YEARS PLUS 1 DAY TO 5 YEARS). TOTAL WAVEWRITER SPECTRA COHORT PATIENT POPULATION 1,856. THIS TOTAL NUMBER REPRESENTS ALL OF THE PATIENTS INCLUDED IN THE PERI OPERATIVE, SHORT TERM, MID TERM, AND LONG TERM ANALYSES. THE BREAKDOWN IS AS FOLLOWS. PERI OPERATIVE ANALYSIS POPULATION 1,716 PATIENTS. SHORT TERM ANALYSIS POPULATION 1,605 PATIENTS; MID TERM ANALYSIS POPULATION 1,337 PATIENTS; LONG TERM ANALYSIS POPULATION 1,022 PATIENTS. THE EVENTS REPORTED ARE ONLY TEMPORALLY LINKED TO THE DEVICE IMPLANTATION, AND THUS, CANNOT BE VERIFIED AS AN EVENT DIRECTLY CAUSED BY THE DEVICE. THE FURTHER OUT THE FOLLOW UP PERIOD FROM THE DEVICE IMPLANTATION DATE, THE LESS LIKELY THESE EVENTS ARE TO BE RELATED TO THE SPECIFIC DEVICE. PATIENT EVENTS WERE REPORTED AS EVENT TERMS WITH NO FURTHER DETAILED INFORMATION. MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT BUT ARE CAPTURED SEPARATELY UNDER THE TERMS OF THE SUMMARY REPORTING GUIDELINES. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DEIDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC BEFORE BEING TRANSMITTED TO BSC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION. NO FURTHER INFORMATION IS AVAILABLE TO BSC. AGE RANGE 3 PATIENTS BETWEEN AGE 0 TO 17, 50 PATIENTS BETWEEN AGE 18 TO 34, 282 PATIENTS BETWEEN AGE 35 TO 49, 625 PATIENTS BETWEEN AGE 50 TO 64, 896 PATIENTS AGE 65 AND OVER. PATIENT SEX 1065 FEMALE; 790 MALE; 1 UNKNOWN RACE WHITE 1618, BLACK OR AFRICAN AMERICAN 114, ASIAN 8, AMERICAN INDIAN OR ALASKAN NATIVE 16, NATIVE HAWAIIAN OR PACIFIC ISLANDER 4, OTHER RACE 42 AND UNKNOWN 54. ETHNICITY NOT HISPANIC OR LATINO 1709, HISPANIC OR LATINO 68, UNKNOWN 79.

Manufacturer narrative:
A2 AGE AT TIME OF EVENT AGE RANGE 3 PATIENTS BETWEEN AGE 0 TO 17, 50 PATIENTS BETWEEN AGE 18 TO 34, 282 PATIENTS BETWEEN AGE 35 TO 49, 625 PATIENTS BETWEEN AGE 50 TO 64, 896 PATIENTS AGE 65 AND OVER. TIMEFRAME OF ADVERSE EVENT DATA ALL ADVERSE EVENTS WERE IDENTIFIED BETWEEN THE SPAN OF 2012 TO APRIL 2026. SUMMARY OF ADVERSE EVENTS TYPE OF PROCEDURE SPINAL CORD STIMULATION (SCS) IMPLANT PROCEDURE THIS REPORT SUMMARIZES 1322 REPORTED INCIDENTS FOR SERIOUS INJURY INCLUDING INFECTION, SPINAL CORD INJURY, PARAPLEGIA, FALLS, CERBRAL SPINAL FLUID LEAK, HEMATOME, PARESTHESIA, SUICIDAL IDEATION AND DEVICE EXPLANT. NOTE THAT MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT BUT ARE CAPTURED SEPARATELY UNDER REPORTING GUIDELINES. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. EVENTS CAPTURED FROM INDEX PROCEDURE THROUGH FOLLOW UP WINDOWS PERIOPERATIVE (POSTOPERATIVE DAY 0 TO 30 DAYS) SHORT TERM (31 DAYS TO 1 YEAR) MIDTERM (1 YEAR PLUS 1 DAY TO 3 YEARS) AND LONG TERM (3 YEARS PLUS 1 DAY TO 5 YEARS). TOTAL NUMBER OF PATIENTS TOTAL WAVEWRITER SPECTRA COHORT PATIENT POPULATION 1,856 PATIENTS (THIS TOTAL NUMBER REPRESENTS ALL OF THE PATIENTS INCLUDED IN THE PERIOPERATIVE SHORT TERM MIDTERM AND LONG TERM ANALYSES). PERI OPERATIVE ANALYSIS POPULATION 1,716 PATIENTS. SHORT TERM ANALYSIS POPULATION 1,605 PATIENTS; MID TERM ANALYSIS POPULATION 1,337 PATIENTS; LONG TERM ANALYSIS POPULATION 1,022 PATIENTS. DEVICE EVALUATION THE DEVICE WAS NOT RETURNED TO BOSTON SCIENTIFIC FOR ANALYSIS THEREFORE THE REPORTED COMPLAINT WAS NOT ABLE TO BE CONFIRMED. DEVICE UPN INFORMATION WAS NOT PROVIDED CONSEQUENTLY A SHIP HISTORY REVIEW COULD NOT BE CONDUCTED. A REVIEW OF THE DEVICE HISTORY RECORD (DHR) COULD NOT BE PERFORMED. THE PRODUCT LABELING INDICATES THAT THE FOLLOWING MAY BE POTENTIAL RISKS ASSOCIATED WITH THE USE OF SPINAL CORD STIMULATION (SCS) THERAPY TEMPORARY PAIN AT THE IMPLANT SITE, INFECTION, CEREBROSPINAL FLUID (CSF) LEAKAGE AND, ALTHOUGH RARE, EPIDURAL HEMORRHAGE, SEROMA, HEMATOMA AND PARALYSIS AND UNDESIRABLE STIMULATION MAY OCCUR OVER TIME DUE TO CELLULAR CHANGES IN TISSUE AROUND THE ELECTRODES, CHANGES IN ELECTRODE POSITION, LOOSE ELECTRICAL CONNECTIONS AND OR LEAD FAILURE. A RISK REVIEW WAS COMPLETED AND CONFIRMED THAT THE EVENTS WERE DEFINED IN THE RISK DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. REVIEW OF THE AVAILABLE INFORMATION DID NOT IDENTIFY EVIDENCE OF A DEVICE-RELATED MALFUNCTION OR ALLOW FOR DETERMINATION OF A DEFINITIVE CAUSE. THEREFORE THIS INVESTIGATION IS ASSIGNED A PROBABLE CAUSE OF CAUSE NOT ESTABLISHED. CONCEPTUAL ANALYSIS INTRODUCTION IN ORDER TO EVALUATE WHETHER THE CONTINUED AVAILABILITY AND USE OF BOSTON SCIENTIFIC (BSC) SPINAL CORD STIMULATION (SCS) SYSTEMS REMAINS SAFE, AN ASSESSMENT BENCHMARKING SIMILAR SCS DEVICES COMMERCIALLY AVAILABLE IN THE UNITED STATES WAS UNDERTAKEN. THE EVALUATION WAS BASED UPON REAL WORLD EVIDENCE OBTAINED FROM THE TRUVETA ELECTRONIC HEALTH RECORD (EHR) DATABASE. BSC SCS SYSTEMS AND COMPARABLE DEVICES FROM OTHER MANUFACTURERS WERE IDENTIFIED USING UNIQUE DEVICE IDENTIFICATION (UDI) CODES AND TRUVETA DEVICE MAPPINGS. THE ANALYSIS INCLUDED BOTH NEWER GENERATION SCS SYSTEMS (BOSTON SCIENTIFIC WAVEWRITER ALPHA ALPHA PRIME, NON BOSTON SCIENTIFIC DEVICES AND LEGACY GENERATION SYSTEMS. THE TIMEFRAME OF EVALUATION WERE BASED ON WHEN IMPLANTED SCS DEVICES WERE IDENTIFIED AND RANGED FROM 2015 TO APRIL 2026 FOR BSC WAVEWRITER SPECTRA AND BSC WAVERWRITER ALPHA ALPHA PRIME. PATIENTS WERE IDENTIFIED FROM THE TRUVETA EHR DATABASE AND EVALUATED FOR ADVERSE EVENTS OCCURRING DURING THE FOLLOWING SURVEILLANCE PERIODS AFTER IMPLANTATION PERI OPERATIVE (0 TO30 DAYS) SHORT TERM (31 DAYS TO1 YEAR) MID TERM (1 TO 3 YEARS) LONG TERM (3 TO 5 YEARS) THE ANALYSIS EVALUATED THE FOLLOWING ADVERSE EVENT CATEGORIES DEATH DEVICE REMOVAL, REVISION, OR REPLACEMENT MECHANICAL COMPLICATIONS DEVICE DISPLACEMENT LEAD MIGRATION DEVICE RELATED INFECTIONS OTHER INFECTIONS POTENTIALLY RELATED TO IMPLANTATION SPINAL CORD INJURY PARAPLEGIA FALLS CEREBROSPINAL FLUID (CSF) LEAK HEMATOMA PARESTHESIA STIMULATION RELATED EFFECTS SUICIDAL IDEATION CHARACTERIZATION OF THE REAL WORLD DATA SOURCE THE STUDY UTILIZED DATA FROM THE TRUVETA REAL WORLD EVIDENCE PLATFORM, WHICH AGGREGATES DE IDENTIFIED EHR DATA FROM MULTIPLE UNITED STATES HEALTH SYSTEMS AND CONTAINS RECORDS REPRESENTING MORE THAN 130 MILLION PATIENTS. THE TOTAL NUMBER OF PATIENTS EVALUATED ACROSS DEVICES VARIED BY SURVEILLANCE PERIOD BECAUSE ONLY PATIENTS WITH SUFFICIENT FOLLOW UP WERE INCLUDED IN EACH ANALYSIS WINDOW. FOR BOSTON SCIENTIFIC DEVICES SPECIFICALLY WAVEWRITER ALPHA PERI OPERATIVE 3,682 PATIENTS SHORT TERM 2,754 PATIENTS MID TERM 1,218 PATIENTS LONG TERM 165 PATIENTS WAVEWRITER SPECTRA PERI OPERATIVE 1,716 PATIENTS SHORT TERM 1,605 PATIENTS MID TERM 1,337 PATIENTS LONG TERM 1,022 PATIENTS ACROSS ALL MANUFACTURERS AND DEVICE GENERATIONS, THE ANALYSIS INCLUDED TENS OF THOUSANDS OF SCS RECIPIENTS AND REPRESENTED ONE OF THE LARGER REAL WORLD EVALUATIONS OF SCS SAFETY IDENTIFIED DURING THIS REVIEW. SUMMARY OF ADVERSE EVENTS ACROSS BOTH NEWER AND LEGACY SCS SYSTEMS, PERI OPERATIVE COMPLICATION RATES WERE GENERALLY LOW AND CONSISTENT WITH EXPECTED CLINICAL EXPERIENCE. FOR NEWER GENERATION DEVICES, PERI OPERATIVE MORTALITY WAS LESS THAN OR EQUAL TO 0.1% ACROSS ALL MANUFACTURERS. DEVICE RELATED INFECTION RATES REMAINED BELOW 1%, WHILE SPINAL CORD INJURY AND PARAPLEGIA EACH REMAINED BELOW 1%. MECHANICAL LEAD RELATED COMPLICATIONS RANGED FROM APPROXIMATELY 3.5% TO 12.6%, WHILE LEAD REMOVAL PROCEDURES RANGED FROM APPROXIMATELY 2.8% TO 4.2%. LONGER TERM FOLLOW UP DEMONSTRATED GRADUAL INCREASES IN DEVICE REMOVALS, MECHANICAL COMPLICATIONS, FALLS, AND PARESTHESIA. THESE FINDINGS ARE GENERALLY CONSISTENT WITH THE EXPECTED CLINICAL LIFECYCLE OF IMPLANTED NEUROSTIMULATION SYSTEMS AND AGING OF THE UNDERLYING PATIENT POPULATION. LEGACY GENERATION DEVICES DEMONSTRATED SIMILAR PATTERNS. DEVICE RELATED INFECTIONS REMAINED UNCOMMON, SERIOUS NEUROLOGIC INJURY REMAINED RARE, AND NO DEVICE EXHIBITED A CONSISTENT PATTERN SUGGESTING A CLINICALLY MEANINGFUL INCREASE IN RISK COMPARED WITH BENCHMARK DEVICES. OBSERVED DIFFERENCES BETWEEN MANUFACTURERS WERE GENERALLY SMALL AND LACKED CONSISTENT DIRECTIONAL TRENDS. WHILE SOME VARIABILITY WAS OBSERVED IN LONGER TERM ANALYSES, PARTICULARLY FOR NEWER DEVICES WITH LIMITED FOLLOW UP, THESE DIFFERENCES WERE NOT CONSIDERED INDICATIVE OF A NEW SAFETY SIGNAL. THE STUDY AUTHORS CONCLUDED THAT NO MEANINGFUL DIFFERENCES IN SAFETY OUTCOMES WERE IDENTIFIED AMONG EVALUATED SCS SYSTEMS DURING FOLLOW UP PERIODS EXTENDING UP TO FIVE YEARS AFTER IMPLANTATION. LIMITATIONS THE ANALYSIS WAS OBSERVATIONAL AND BASED ON HER DERIVED REAL WORLD EVIDENCE. SEVERAL LIMITATIONS SHOULD BE CONSIDERED DEVICE IDENTIFICATION RELIED ON MAPPED TRUVETA AND UDI CODES AND MAY BE SUBJECT TO MISCLASSIFICATION. NO MATCHING OR ADJUSTMENT FOR BASELINE PATIENT CHARACTERISTICS, COMORBIDITIES, OR DISEASE SEVERITY WAS PERFORMED. CERTAIN OUTCOMES, INCLUDING FALLS, PARESTHESIA, AND SUICIDAL IDEATION, ARE NOT SPECIFIC TO SCS THERAPY AND MAY REFLECT UNDERLYING DISEASE PROGRESSION, AGING, OR OTHER PATIENT FACTORS. THE ANALYSIS DID NOT EVALUATE WHETHER THESE CONDITIONS WERE PRESENT BEFORE IMPLANTATION AND THEREFORE DOES NOT NECESSARILY REPRESENT NEW ONSET COMPLICATIONS. DEVICE REVISION AND REMOVAL PROCEDURES MAY REFLECT PLANNED CLINICAL MANAGEMENT, BATTERY REPLACEMENT, OR EXPECTED DEVICE LIFECYCLE EVENTS RATHER THAN TRUE DEVICE MALFUNCTION. FOLLOW UP DURATION VARIED ACROSS DEVICE GROUPS, PARTICULARLY AMONG NEWER GENERATION SYSTEMS, RESULTING IN SMALLER SAMPLE SIZES AND GREATER VARIABILITY IN LONGER TERM ESTIMATES. MORTALITY CAPTURE RELIED ON BOTH EHR DATA AND THIRD PARTY LINKAGE AND MAY NOT IDENTIFY ALL DEATHS OCCURRING OUTSIDE PARTICIPATING SYSTEMS. THESE LIMITATIONS ARE NOT BELIEVED TO SYSTEMATICALLY FAVOR ANY INDIVIDUAL MANUFACTURER AND ARE MORE LIKELY TO CONTRIBUTE RANDOM VARIATION ACROSS GROUPS. CONCLUSIONS AND RECOMMENDED ACTIONS THE TRUVETA ANALYSIS DID NOT IDENTIFY ANY NEW OR UNANTICIPATED ADVERSE EVENT TRENDS ASSOCIATED WITH BOSTON SCIENTIFIC SCS SYSTEMS. ACROSS BOTH WAVEWRITER ALPHA AND WAVEWRITER SPECTRA DEVICES, OBSERVED COMPLICATION RATES WERE GENERALLY CONSISTENT WITH THOSE REPORTED FOR COMPARABLE COMMERCIALLY AVAILABLE SCS SYSTEMS AND WITH EXPECTED CLINICAL EXPERIENCE. MECHANICAL COMPLICATIONS, REVISIONS, AND REMOVALS REPRESENTED THE MOST COMMON DEVICE RELATED EVENTS AND FOLLOWED ANTICIPATED LONG TERM PATTERNS ASSOCIATED WITH IMPLANTED NEUROSTIMULATION SYSTEMS. DEVICE RELATED INFECTIONS, SPINAL CORD INJURY, PARAPLEGIA, CSF LEAK, HEMATOMA, AND MORTALITY REMAINED UNCOMMON. BASED UPON THIS REAL WORLD ANALYSIS OF UP TO 5 YEARS OF FOLLOW UP, INCLUDING 25,495 TOTAL SCS PATIENTS ACROSS EVALUATED DEVICES AND 5,398 PATIENTS EXPOSED TO BOSTON SCIENTIFIC SCS SYSTEMS, THERE DOES NOT APPEAR TO BE ANY CLINICALLY MEANINGFUL DIFFERENCE IN THE SAFETY PROFILE OF BSC SCS SYSTEMS COMPARED WITH BENCHMARK SCS DEVICES AVAILABLE IN THE UNITED STATES. THUS, NO NEW OR UNANTICIPATED ADVERSE EVENT RATES WERE OBSERVED, AND NO IMMEDIATE FIELD ACTION, CAPA, PIR, OR OTHER PRODUCT ESCALATION IS WARRANTED BASED ON THE FINDINGS OF THIS REVIEW.

Event description:
t provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;22901379,,7/20/2026,4/29/2026,Spectra WaveWriter,"Stimulator, Spinal-Cord, Totally Implanted For Pain Relief",,,,,,P030017,4/29/2026,IN,"This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematoma, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. ;Type of Procedure: Spinal Cord Stimulation (SCS) implant procedure;Boston Scientific received notification of events for the Spectra WaveWriter device reported in the Truveta real world EHR database to descriptively evaluate real world safety outcomes associated with commercially available SCS systems using EHR derived data, including peri operative, short term, mid term, and long term complication rates following device implantation.;All adverse events were identified between the span of 2012 to April 2026. Events captured from index procedure through follow up windows peri operative (post operative day 0 to 30 days), short term (31 days to 1 year), mid term (1 year plus 1 day to 3 years), and long term (3 years plus 1 day to 5 years). Total WaveWriter Spectra cohort patient population 1,856. This total number represents all of the patients included in the peri operative, short term, mid term, and long term analyses. The breakdown is as follows. Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;The events reported are only temporally linked to the device implantation, and thus, cannot be verified as an event directly caused by the device. The further out the follow up period from the device implantation date, the less likely these events are to be related to the specific device. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient but are captured separately under the terms of the summary reporting guidelines. Data obtained from Truveta for this study is deidentified before being accessed by Boston Scientific before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information. No further information is available to BSC.;Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Patient Sex 1065 Female; 790 Male; 1 Unknown;Race White 1618, Black or African American 114, Asian 8, American Indian or Alaskan Native 16, Native Hawaiian or Pacific Islander 4, Other Race 42 and Unknown 54.;Ethnicity Not Hispanic or Latino 1709, Hispanic or Latino 68, Unknown 79","A2 Age at Time of Event Age Range 3 patients between age 0 to 17, 50 patients between age 18 to 34, 282 patients between age 35 to 49, 625 patients between age 50 to 64, 896 patients age 65 and over.;Timeframe of Adverse Event Data;;All adverse events were identified between the span of 2012 to April 2026.;Summary of Adverse Events Type of Procedure Spinal Cord Stimulation (SCS) implant procedure This report summarizes 1322 reported incidents for serious injury including infection, spinal cord injury, paraplegia, falls, cerbral spinal fluid leak, hematome, paresthesia, suicidal ideation and device explant. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Events captured from index procedure through follow up windows perioperative (postoperative day 0 to 30 days) short term (31 days to 1 year) midterm (1 year plus 1 day to 3 years) and long term (3 years plus 1 day to 5 years). ;;Total Number of Patients;Total WaveWriter Spectra cohort patient population 1,856 patients (this total number represents all of the patients included in the perioperative short term midterm and long term analyses). Peri operative analysis population 1,716 patients. Short term analysis population 1,605 patients; Mid term analysis population 1,337 patients; Long term analysis population 1,022 patients.;;Device Evaluation;The device was not returned to Boston Scientific for analysis therefore the reported complaint was not able to be confirmed. Device UPN information was not provided consequently a ship history review could not be conducted. A review of the Device History Record (DHR) could not be performed. The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy temporary pain at the implant site, infection, cerebrospinal fluid (CSF) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure. A Risk Review was completed and confirmed that the events were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the available information did not identify evidence of a device-related malfunction or allow for determination of a definitive cause. Therefore this investigation is assigned a probable cause of Cause Not Established.;;Conceptual Analysis;Introduction;In order to evaluate whether the continued availability and use of Boston Scientific (BSC) Spinal Cord Stimulation (SCS) Systems remains safe, an assessment benchmarking similar SCS devices commercially available in the United States was undertaken. The evaluation was based upon real world evidence obtained from the Truveta electronic health record (EHR) database.;;BSC SCS systems and comparable devices from other manufacturers were identified using Unique Device Identification (UDI) codes and Truveta device mappings. The analysis included both newer generation SCS systems (Boston Scientific WaveWriter Alpha Alpha Prime, non Boston Scientific devices and legacy generation systems. The timeframe of evaluation were based on when implanted SCS devices were identified and ranged from 2015 to April 2026 for BSC WaveWriter Spectra and BSC WaverWriter Alpha Alpha Prime.;;Patients were identified from the Truveta EHR database and evaluated for adverse events occurring during the following surveillance periods after implantation;Peri operative (0 to30 days) ;Short term (31 days to1 year) ;Mid term (1 to 3 years) ;Long term (3 to 5 years) ;The analysis evaluated the following adverse event categories;Death ;Device removal, revision, or replacement ;Mechanical complications ;Device displacement lead migration ;Device related infections ;Other infections potentially related to implantation ;Spinal cord injury ;Paraplegia ;Falls ;Cerebrospinal fluid (CSF) leak ;Hematoma ;Paresthesia stimulation related effects ;Suicidal ideation ;;Characterization of the Real World Data Source;The study utilized data from the Truveta real world evidence platform, which aggregates de identified EHR data from multiple United States health systems and contains records representing more than 130 million patients.;The total number of patients evaluated across devices varied by surveillance period because only patients with sufficient follow up were included in each analysis window.;For Boston Scientific devices specifically;WaveWriter Alpha;Peri operative 3,682 patients ;Short term 2,754 patients ;Mid term 1,218 patients ;Long term 165 patients ;;WaveWriter Spectra;Peri operative 1,716 patients ;Short term 1,605 patients ;Mid term 1,337 patients ;Long term 1,022 patients ;;Across all manufacturers and device generations, the analysis included tens of thousands of SCS recipients and represented one of the larger real world evaluations of SCS safety identified during this review.;;Summary of Adverse Events;Across both newer and legacy SCS systems, peri operative complication rates were generally low and consistent with expected clinical experience.;;For newer generation devices, peri operative mortality was less than or equal to 0.1% across all manufacturers. Device related infection rates remained below 1%, while spinal cord injury and paraplegia each remained below 1%. Mechanical lead related complications ranged from approximately 3.5% to 12.6%, while lead removal procedures ranged from approximately 2.8% to 4.2%.;;Longer term follow up demonstrated gradual increases in device removals, mechanical complications, falls, and paresthesia. These findings are generally consistent with the expected clinical lifecycle of implanted neurostimulation systems and aging of the underlying patient population.;;Legacy generation devices demonstrated similar patterns. Device related infections remained uncommon, serious neurologic injury remained rare, and no device exhibited a consistent pattern suggesting a clinically meaningful increase in risk compared with benchmark devices.;;Observed differences between manufacturers were generally small and lacked consistent directional trends. While some variability was observed in longer term analyses, particularly for newer devices with limited follow up, these differences were not considered indicative of a new safety signal.;;The study authors concluded that no meaningful differences in safety outcomes were identified among evaluated SCS systems during follow up periods extending up to five years after implantation.;;Limitations;The analysis was observational and based on HER derived real world evidence.;Several limitations should be considered;Device identification relied on mapped Truveta and UDI codes and may be subject to misclassification. ;No matching or adjustment for baseline patient characteristics, comorbidities, or disease severity was performed. ;Certain outcomes, including falls, paresthesia, and suicidal ideation, are not specific to SCS therapy and may reflect underlying disease progression, aging, or other patient factors. ;The analysis did not evaluate whether these conditions were present before implantation and therefore does not necessarily represent new onset complications. ;Device revision and removal procedures may reflect planned clinical management, battery replacement, or expected device lifecycle events rather than true device malfunction. ;Follow up duration varied across device groups, particularly among newer generation systems, resulting in smaller sample sizes and greater variability in longer term estimates. ;Mortality capture relied on both EHR data and third party linkage and may not identify all deaths occurring outside participating systems. ;;These limitations are not believed to systematically favor any individual manufacturer and are more likely to contribute random variation across groups.;;Conclusions and Recommended Actions;The Truveta analysis did not identify any new or unanticipated adverse event trends associated with Boston Scientific SCS systems.;;Across both WaveWriter Alpha and WaveWriter Spectra devices, observed complication rates were generally consistent with those reported for comparable commercially available SCS systems and with expected clinical experience. Mechanical complications, revisions, and removals represented the most common device related events and followed anticipated long term patterns associated with implanted neurostimulation systems. Device related infections, spinal cord injury, paraplegia, CSF leak, hematoma, and mortality remained uncommon.;Based upon this real world analysis of up to 5 years of follow up, including 25,495 total SCS patients across evaluated devices and 5,398 patients exposed to Boston Scientific SCS systems, there does not appear to be any clinically meaningful difference in the safety profile of BSC SCS systems compared with benchmark SCS devices available in the United States. Thus, no new or unanticipated adverse event rates were observed, and no immediate field action, CAPA, PIR, or other product escalation is warranted based on the findings of this review.",,,1065 Female; 790 Male; 1 Unknown,,,,E1906;E012401;E0106;E012202;E2007;E0505;E0205;E013403,F1903,A24,G07001,B22;B17;B31,C19,D15,,0;